Event description:
Reporter alleged pt's blood glucose measured 92 mg/dl at 18:20 compared to a lab result of 12 mg/dl when testing was performed at 18:25. Reporter stated pt was non-responsive and seizing at the time of the test. Reporter indicated the pt was not treated based on the meter readings however the pt was treated based on the lab result, type not provided. Control testing info was reportedly not provided. A request was made for the return of the suspect device and replacement product was sent.